Event description:
Ous MDR - after an implantation period of approximately 68 months, a sudden increase in pacing threshold was reported at 3.7v @ 1.75ms. Sensing and impedance were normal. The lead was then replaced. No deterioration of the patient's state of heath was reported.

Manufacturer narrative:
(B)(4) 2014 - we were informed this lead was returned for analysis. The returned lead underwent extensive analysis. As part of the test, the lead underwent visual, electrical and mechanical inspections. The visual inspection revealed a deformation of the distal shock coil that is likely due to the surgery. Traces of wear were seen on various spot on the lead. There were traces of blood in the lead. The blood likely entered the lead during implantation. Other ongoing analyses showed no other deviations from the technical specifications that could be related to the clinical complaint. The lead was to specifications and was in working order. In summary, there was no indication of material or manufacturing defects.